Event description:
It was reported that he customer received a letter regarding a scroll wrap. Customer was hospitalized on (B)(6) 2014 because they drank two sodas and over-delivered insulin. Customer was trying to take a meal bolus. Customer did not want to troubleshoot and took care of it. Customer had a low blood glucose level. Customer stated that they did not receive any empty reservoir warnings on the pump. Customer also had a button error alarm. Customer stated that the pump is fine and just wanted to know about the button error. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.